Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this aus, leading to a replacement procedure. During the surgery, urethral erosion was identified. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported and the patient is expected to fully recover.